Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) a warning message displayed stating a shorted shocking lead condition was noted from shock that the patient received 3 months earlier.